Event description:
The customer stated that she tested her blood glucose and received a reading of "hi". While troubleshooting, she performed control tests and received 2 results of "hi". The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.